Event description:
It is reported that the patient's knee became stuck in the bent position and was later revised.

Manufacturer narrative:
Information was received via medwatch (B)(4). Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. Fit and orientation could not be evaluated without x-rays or surgical notes. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc. Considers the investigation closed.